Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of the unspecified diagnostic procedure, the subject device had adhesive failure around the eyepiece. The event caused the procedural delay and the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage & the scope was received without protective tube & the lens was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established (distal fiber breakage & the scope was received without protective tube & the lens was chipped) and no problem detected (adhesive failure on eyepiece). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.